Manufacturer narrative:
Visual assessment of the anchor showed three of the anchor fins have missing material. The anchor remains attached to the inserter. Inserter was functionally tested and the inner plug moved within the anchor as intended. Clinical details provided reports that a tap was used to prep the insertion site. After the evaluation, the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke. The case was a rotator cuff repair. A backup device was used to complete the procedure successfully. There were no reported patient injuries. No other complications were noted.